Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On february 11, 2016 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 11:51am on (B)(6). The patient reported obtaining a blood glucose reading of 511mg/dl on the subject meter. The patient manages their diabetes with an insulin pump. The patient reported increasing their usual dose of insulin in response to the alleged inaccurate reading. The patient reported that 15-20 minutes later they developed symptoms of ¿dizzy, fast heart rate, nausea and headache¿. The patient reported self-treating these symptoms with food/drink. The patient denied testing on any other device at this time. At the time of troubleshooting the cca walked the patient through a control solution test. The meter passed with results within the range as printed on the test strip vial; however, the cca noted that the patient may have been using a different vial of test strips and not the test strips involved in this complaint. This complaint is being reported because the patient suffered a serious injury related to hypoglycemia after the alleged inaccuracy began.